Event description:
The nurse had contacted us at that moment, she was headed to a pt to remove a PICC catheter that had broken in two pieces and it will be necessary for a surgical procedure to remove the remaining part. They found that the catheter was broken when observed that the dressing (not specified what kind of) was presenting leaking. It has been administrating saline solution. Before the pt received intramuscular injections.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been evaluated.